Event description:
Customer tested blood glucose and received results in the 500's mg/dl. The customer took 60 units of insulin and pills. One hour later he was feeling sick and went to the hospital. At the hospital they tested blood glucose and received a result of 92mg/dl. The customer was given orange juice and a turkey sandwich. The customer was given a new device at the hospital. The customer was using expired controls. The customer stated that the glucose strips did not have the use by date or the lot number listed on the vial. A request was made for the return of the suspect device and replacement product was sent.